Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer spoke with a company representative via phone called and reported the insulin pump was requiring frequent battery changes, settings were lost, and it was necessary to restart the priming process in order to complete it. Customer declined to be transferred for further assistance.